Event description:
Technician alleged that the head hi/low drifts down slowly. No patient impact.

Manufacturer narrative:
The technician found after troubleshooting that the problem was a faulty emergency trendelenburg valve. The emergency trendelenburg function still worked. The technician replaced the emergency trendelenburg valve to resolve the issue.